Manufacturer narrative:
The logs were requested, but the customer has opted to not share any additional details s well as other available information with philips. The customer has determined that the incident was unrelated to the monitoring outage and has not provided any further information. It was confirmed that the telemetry system monitoring outage and the tele device did not contribute to the patient death. The telemetry system continues to be in use at the customer site. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the telemetry system at the hospital went down and patients on tele were not able to be viewed. While the tele system was down there was a patient who was connected to a tele box, that patient went to the restroom and crashed. The patient should have been monitored from within the central monitoring unit but because the tele system was down no one knew and there were no alarms. The patient was later found unresponsive. The device was in clinical use at the time of the reported event. The death of a patient was reported. The customer stated that the patient incident was unrelated to the philips monitoring system.

Manufacturer narrative:
MFR report number of related mx40 case: 1218950-2022-01073. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the telemetry system at the hospital went down and patients on tele were not able to be viewed. While the tele system was down there was a patient who was connected to a tele box, that patient went to the restroom and crashed. The patient should have been monitored from within the central monitoring unit but because the tele system was down no one knew and there were no alarms. The patient was later found unresponsive. The device was in clinical use at the time of the reported event. The death of a patient was reported.